Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b5 - event description, e1 - reporter name and address, g2 - report source.

Event description:
The issue was found during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress to device. Additionally, it was possible that the user could not conduct reprocessing properly due to leakage from bending section cover and therefore could not remove the foreign material. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: ·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. The event can be prevented by following the instructions for use (IFU) which state: ·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope had leakage from the bending section rubber and a dent in the bending tube. Inspection and testing of the returned device found the coating on the connecting tube was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the coating on the connecting tube was peeling off, there were several parts of the scope that were dirty, watertightness was lost due to pinching on the bending section rubber, the light guide lens had discoloration, the distal end had a dent, the adhesive on the bending section rubber was detached, the bending tube had a dent, the forceps channel port had a dent, the grip was scratched, the protector of the universal cord on the control section side had a scratch, the scope connector was scratched, the light guide cover glass had corrosion, the bending angle in the up direction was out of standard, and the light guide bundle had breakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.